Event description:
The customer stated, she was taken to the emergency room for low blood glucose levels. The customer changed the infusion set a few hours prior to experiencing the low blood glucose, and stated she was not connected to the infusion set during the prime. The customer stated, that she was given glucagon injections but she was not responding. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test. Unable to perform further testing due to the prime anomaly.